Event description:
Scrub tech noticed that the plastic tip had fallen off the insulted bovie tip. Missing piece found. Another insulated blade electrode used to complete the procedure. No pt injury or harm.